Event description:
Pt used a first response early pregnancy test and received a false positive on it. Blood test showed that their hcg level was zero. Pt is involved in an infertility group and several women have complained that this test is regularly giving false positives. The second line appeared immediately and was pink. This is very distressing to someone who has been going through infertility.